Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave iabp (intra-aortic balloon pump) had autofill failure. There was no patient involved and injury or harm reported.

Manufacturer narrative:
Updated fields: b4, b5, e3, g1(contact person ¿ mfg site), g3, g6, h2, h6, (type of investigation, investigation findings, investigation conclusions), h11. The fse inspected the unit and found that the systems calibration was off and needed full reprogramming. A full calibration, functional and safety test were performed. Returned unit to customer and cleared unit for clinical use.

Event description:
It was reported that during repair, the cardiosave iabp (intra-aortic balloon pump) had autofill failure. There was no patient involved and injury or harm reported.